Event description:
It was reported that during transplantation with living donor kidney by laparoscopy procedure, one clip was malformed leading to a lesion of the renal vein. An important bleeding was observed requiring a complicated complementary hemostasis, the procedure was extended of twenty minutes. No clip fell into the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the event reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the patient receive a blood transfusion? No. Was post-op care changed for the patient? No.